Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
Insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump had a cracked case at display window corner, cracked lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area, cracked reservoir tube lip and broken battery cap.

Event description:
It was reported that the insulin pump alarmed button error after the customer tried to change the infusion set and the reservoir. The alarm could not be cleared due to unresponsive buttons. When asked, the customer stated that their blood glucose was okay, but no specific value was provided. Nothing further was reported.